Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 689941) inserted for female sterilisation. The patient's medical history included opioid abuse, uterine fibroids, endometrial ablation, abdominal pain, nabothian cyst, ovarian cyst, pelvic mass and paratubal cyst. On (B)(6) 2011: patient had undergone an essure confirmation test on (B)(6) 2015 computerised tomogram pelvis revealed, iud which appears to have penetrated the myometrial of the uterus anteriorly on the right along with a fibroid uterus. She also has a complex septated cyst in the right ovary, ovary neoplasm not entirely excluded. Simple left ovarian. Cyst ·as described above. On (B)(6) 2011 nuclear magnetic resonance imaging revealed, enlarged myomatous uterus there are also several small sub-mucosal fibroids within the uterine fundus, with distortion of the adjacent endometrial stripe. Small amount of free fluid within the pelvis which could be physiological origin. Nabothian cysts within the cervix. Several peripheral follicles within the right ovary. Arterial supply to the ovaries and uterus from both internal iliac arteries. Postsurgical changes within the anterior midline abdominal wall!.enlarged, myomatous uterus. On (B)(6) 2012 ultrasound pelvis revealed, cystic lesions within the, fight and left ovaries which likely represent a combination of dominant follicles-and physiologic cysts. However, given that the larger lesions measure greater them 2.5 cm in maximum diameter, a 6 week follow-up pelvic ultrasound is recommended to insure their involution/ resolution. 3. Non-visualization of the endometrial stripe. On (B)(6) 2015 pathology test omentum, excision: multifocal endosalpingiosis witi-I areas of calcification. No neoplastic tissue identified. Endosalpingiosis fallopian tube & ovary, right, salpingo-oophorectomy: serous cystadenofibroma (8.6 x 7.0 x 4.0 cm) with calcification. Fallopian tube with paratubal cyst. C. Fallopian tube & ovary, left, salpingo-oophorectomy: serous cystadenofibroma [5.5 x 4.5) with calcification. Fallopian tube with vascular embolic material. D. Uterus & cervix, hysterectomy: uterus: inactive endometrium. Leiomyomata uteri with areas of embolization and infarction. Cervix: nabothian cyst. On (B)(6) 2011: CT abdomen pelvis, minimal fat stranding about the ileocolic anastomosis may be residual of surgery or mild inflammation. Slightly dilated small bowel loop in left abdomen, similar to multiple prim studies; is probably a localized ileus. Chest single view: reason for study: abdominal pain. The endometrial cavity is unremarkable in appearance. An essure device is in place on the right with the central margin of the essure device lying just lateral to the cornea on he right. The left fallopian tube is relatively long and demonstrates some local tortuosity in its mid aspect. Previously administered products included for menorrhagia: mirena iud. Concurrent conditions included uterine fibroids, genital bleeding, crohn's disease, dysmenorrhea, menorrhagia, uterine leiomyoma, left upper quadrant pain, headache and swelling nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (exploratory laparotomy, lysis of adhesions, total abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: according to medical records: a CT abdomen and pelvis performed on (B)(6) 2015 reveals an iud (unspecified) which appears to have penetrated the myometrium of the uterus anteriorly on the right along with a fibroid uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2011: results: no acute intracranial findings. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The patient's past medical history included opioid abuse, uterine fibroids and endometrial ablation. Previously administered products included for menorrhagia: mirena iud. Concurrent conditions included uterine fibroids, genital bleeding, crohn's disease, dysmenorrhea, menorrhagia and uterine leiomyoma. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (exploratory laparotomy, lysis of adhesions, total abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: according to medical records: a CT abdomen and pelvis performed on (B)(6) 2015 reveals an iud (unspecified) which appears to have penetrated the myometrium of the uterus anteriorly on the right along with a fibroid uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2011: no acute intracranial findings on, (B)(6) 2011 : patient had undergone an essure confirmation test on (B)(6) 2015 computerised tomogram pelvis revealed,iud which appears to have penetrated the myometrial of the uterus anteriorly on the right along with a fibroid uterus.she also has a complex septated cyst in the right ovary, ovary neoplasm not entirely excluded. Simple left ovarian. Cyst ·as described above. On (B)(6) 2011 nuclear magnetic resonance imaging revealed, enlarged myomatous uterus there are also several small sub-mucosal fibroids within the uterine fundus, with distortion of the adjacent endometrial stripe.small amount of free fluid within the pelvis which could be physiological origin. Nabothian cysts within the cervix. Several peripheral follicles within the right ovary. Arterial supply to the ovaries and uterus from both internal iliac arteries. Postsurgical changes within the anterior midline abdominal wal!.enlarged, myomatous uterus. On (B)(6) 2012 ultrasound pelvis revealed, cystic lesions within the, fight and left ovaries which likely represent a combination of dominant follicles-and physiologic cysts. However, given that the larger lesions measure greater them 2.5 cm in maximum diameter, a 6 week follow-up pelvic ultrasound is recommended to insure their involution/ resolution. Non-visualization of the endometrial stripe. On (B)(6) 2015 pathology test omentum, excision: multifocal endosalpingiosis witi-I areas of calcification .. No neoplastic tissue identified. Endosalpingiosis fallopian tube & ovary, right, salpingo-ooprectomy: serous cystadenofibroma (8.6 x 7.0 x 4.0 cm) with calcification. Fallopian tube with paratubal cyst. C. Fallopian tube & ovary, left, salpingo-ooprectomy: serous cystadenofibroma [5.5 x 4.5) with calcification. Fallopian tube with vascular embolic material. D. Uterus & cervix, hysterectomy: uterus: inactive endometrium. Leiomyomata uteri with areas of embolization and infarction. Cervix: nabothian cyst on (B)(6) 2011: CT abdomen pelvis, minimal fat stranding about the ileocolic anastomosis may be residual of surgery or mild inflammation. Slightly dilated small bowel loop in left abdomen, similar to multiple prim studies; is probably a localized ileus. Chest single view: reason for study: abdominal pain. The endometrial cavity is unremarkable in appearance. An essure device is in place on the right with the central margin of the essure device lying just lateral to the cornea on he right. The left fallopian tube is relatively long and demonstrates some local tortuosity in its mid aspect. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 25-sep-2018: mr received. Surgery specified: the patient had exploratory laparotomy, lysis of adhesions, total abdominal hysterectomy, bilateral salpingo-ophorectomy, pelvic washings. Lab data, concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 689941) inserted for female sterilisation. The patient's medical history included opioid abuse, uterine fibroids, endometrial ablation, abdominal pain, nabothian cyst, ovarian cyst, pelvic mass and paratubal cyst. On, (B)(6) 2011: patient had undergone an essure confirmation test on (B)(6) 2015 computerised tomogram pelvis revealed, iud which appears to have penetrated the myometrial of the uterus anteriorly on the right along with a fibroid uterus. She also has a complex septated cyst in the right ovary, ovary neoplasm not entirely excluded. Simple left ovarian. Cyst ·as described above. On (B)(6) 2011 nuclear magnetic resonance imaging revealed, enlarged myomatous uterus there are also several small sub-mucosal fibroids within the uterine fundus, with distortion of the adjacent endometrial stripe. Small amount of free fluid within the pelvis which could be physiological origin. Nabothian cysts within the cervix. Several peripheral follicles within the right ovary. Arterial supply to the ovaries and uterus from both internal iliac arteries. Postsurgical changes within the anterior midline abdominal wall!.enlarged, myomatous uterus. On (B)(6) 2012 ultrasound pelvis revealed, cystic lesions within the, fight and left ovaries which likely represent a combination of dominant follicles-and physiologic cysts. However, given that the larger lesions measure greater them 2.5 cm in maximum diameter, a 6 week follow-up pelvic ultrasound is recommended to insure their involution/ resolution. Non-visualization of the endometrial stripe. On (B)(6) 2015 pathology test omentum, excision: multifocal endosalpingiosis witi-I areas of calcification .. No neoplastic tissue identified. Endosalpingiosis fallopian tube & ovary, right, salpingo-ooprectomy: serous cystadenofibroma (8.6 x 7.0 x 4.0 cm) with calcification. Fallopian tube with paratubal cyst. C. Fallopian tube & ovary, left, salpingo-ooprectomy: serous cystadenofibroma [5.5 x 4.5) with calcification. Fallopian tube with vascular embolic material. D. Uterus & cervix, hysterectomy: uterus: inactive endometrium. Leiomyomata uteri with areas of embolization and infarction. Cervix: nabothian cyst on (B)(6) 2011: CT abdomen pelvis, minimal fat stranding about the ileocolic anastomosis may be residual of surgery or mild inflammation. Slightly dilated small bowel loop in left abdomen, similar to multiple prim studies; is probably a localized ileus. Chest single view: reason for study: abdominal pain. The endometrial cavity is unremarkable in appearance. An essure device is in place on the right with the central margin of the essure device lying just lateral to the cornea on he right. The left fallopian tube is relatively long and demonstrates some local tortuosity in its mid aspect. Previously administered products included for menorrhagia: mirena iud. Concurrent conditions included uterine fibroids, genital bleeding, crohn's disease, dysmenorrhea, menorrhagia and uterine leiomyoma. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (exploratory laparotomy, lysis of adhesions, total abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: according to medical records: a CT abdomen and pelvis performed on (B)(6) 2015 reveals an iud (unspecified) which appears to have penetrated the myometrium of the uterus anteriorly on the right along with a fibroid uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2011: results: no acute intracranial findings. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 26-feb-2019: medical records received: lot number was added. Medical history were added. Reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included opioid abuse, uterine fibroids, endometrial ablation, abdominal pain, nabothian cyst, ovarian cyst, pelvic mass and paratubal cyst. On (B)(6) 2011 : patient had undergone an essure confirmation test on (B)(6) 2015 computerised tomogram pelvis revealed,iud which appears to have penetrated the myometrial of the uterus anteriorly on the right along with a fibroid uterus. She also has a complex septated cyst in the right ovary, ovary neoplasm not entirely excluded. Simple left ovarian. Cyst ·as described above. On (B)(6) 2011 nuclear magnetic resonance imaging revealed, enlarged myomatous uterus there are also several small sub-mucosal fibroids within the uterine fundus, with distortion of the adjacent endometrial stripe. Small amount of free fluid within the pelvis which could be physiological origin. Nabothian cysts within the cervix. Several peripheral follicles within the right ovary. Arterial supply to the ovaries and uterus from both internal iliac arteries. Postsurgical changes within the anterior midline abdominal wal!.enlarged, myomatous uterus. On (B)(6) 2012 ultrasound pelvis revealed, cystic lesions within the, fight and left ovaries which likely represent a combination of dominant follicles-and physiologic cysts. However, given that the larger lesions measure greater them 2.5 cm in maximum diameter, a 6 week follow-up pelvic ultrasound is recommended to insure their involution/ resolution. 3. Non-visualization of the endometrial stripe. On (B)(6) 2015 pathology test omentum, excision: multifocal endosalpingiosis witi-I areas of calcification .. No neoplastic tissue identified. Endosalpingiosis fallopian tube & ovary, right, salpingo-ooprectomy: serous cystadenofibroma (8.6 x 7.0 x 4.0 cm) with calcification. Fallopian tube with paratubal cyst. C. Fallopian tube & ovary, left, salpingo-ooprectomy: serous cystadenofibroma [5.5 x 4.5) with calcification. Fallopian tube with vascular embolic material. D. Uterus & cervix, hysterectomy: uterus: inactive endometrium. Leiomyomata uteri with areas of embolization and infarction. Cervix: nabothian cyst on (B)(6) 2011: CT abdomen pelvis, minimal fat stranding about the ileocolic anastomosis may be residual of surgery or mild inflammation. Slightly dilated small bowel loop in left abdomen, similar to multiple prim studies; is probably a localized ileus. Chest single view: reason for study: abdominal pain the endometrial cavity is unremarkable in appearance. An essure device is in place on the right with the central margin of the essure device lying just lateral to the cornea on he right. The left fallopian tube is relatively long and demonstrates some local tortuosity in its mid aspect. Previously administered products included for menorrhagia: mirena iud. Concurrent conditions included uterine fibroids, genital bleeding, crohn's disease, dysmenorrhea, menorrhagia, uterine leiomyoma, left upper quadrant pain, headache and swelling nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (ablation and exploratory laparotomy, lysis of adhesions, total abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation outcome was unknown and the menorrhagia, pelvic pain, dyspareunia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: according to medical records: a CT abdomen and pelvis performed on (B)(6) 2015 reveals an iud (unspecified) which appears to have penetrated the myometrium of the uterus anteriorly on the right along with a fibroid uterus. Patient received treatment for pain, bleeding, perforation diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2011: results: no acute intracranial findings. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events perforation, dyspareunia ,abdominal pain, dysmennorhea (cramping), menorrhagia were added and event pelvic pain outcome updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation CT showed penetration of myometrium of the uterus anteriorly on the right by an the right by an iud'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included opioid abuse, uterine fibroids, endometrial ablation, abdominal pain, nabothian cyst, ovarian cyst, pelvic mass and paratubal cyst. On (B)(6) 2011 : patient had undergone an essure confirmation test on (B)(6) 2015 computerised tomogram pelvis revealed,iud which appears to have penetrated the myometrial of the uterus anteriorly on the right along with a fibroid uterus. She also has a complex septated cyst in the right ovary, ovary neoplasm not entirely excluded. Simple left ovarian. Cyst ·as described above. On (B)(6) 2011 nuclear magnetic resonance imaging revealed, enlarged myomatous uterus there are also several small sub-mucosal fibroids within the uterine fundus, with distortion of the adjacent endometrial stripe. Small amount of free fluid within the pelvis which could be physiological origin. Nabothian cysts within the cervix. Several peripheral follicles within the right ovary. Arterial supply to the ovaries and uterus from both internal iliac arteries. Postsurgical changes within the anterior midline abdominal wall!.enlarged, myomatous uterus. On (B)(6) 2012 ultrasound pelvis revealed, cystic lesions within the, fight and left ovaries which likely represent a combination of dominant follicles-and physiologic cysts. However, given that the larger lesions measure greater them 2.5 cm in maximum diameter, a 6 week follow-up pelvic ultrasound is recommended to insure their involution/ resolution. 3. Non-visualization of the endometrial stripe. On (B)(6) 2015 pathology test omentum, excision: multifocal endosalpingiosis witi-I areas of calcification .. No neoplastic tissue identified. Endosalpingiosis fallopian tube & ovary, right, salpingo-ooprectomy: serous cystadenofibroma (8.6 x 7.0 x 4.0 cm) with calcification. Fallopian tube with paratubal cyst. C. Fallopian tube & ovary, left, salpingo-ooprectomy: serous cystadenofibroma [5.5 x 4.5) with calcification. Fallopian tube with vascular embolic material. D. Uterus & cervix, hysterectomy: uterus: inactive endometrium. Leiomyomata uteri with areas of embolization and infarction. Cervix: nabothian cyst on (B)(6) 2011: CT abdomen pelvis, minimal fat stranding about the ileocolic anastomosis may be residual of surgery or mild inflammation. Slightly dilated small bowel loop in left abdomen, similar to multiple prim studies; is probably a localized ileus. Chest single view: reason for study: abdominal pain the endometrial cavity is unremarkable in appearance. An essure device is in place on the right with the central margin of the essure device lying just lateral to the cornea on he right. The left fallopian tube is relatively long and demonstrates some local tortuosity in its mid aspect. Previously administered products included for menorrhagia: mirena iud. Concurrent conditions included uterine fibroids, genital bleeding, crohn's disease, dysmenorrhea, menorrhagia, uterine leiomyoma, left upper quadrant pain, headache and swelling nos. Concomitant products included adalimumab since 2005, estradiol since 2015, fluoxetine since 2005, ibuprofen since 1990, loperamide hydrochloride (imodium) since 1997, loratadine (axcel loratidine) since 2014, mercaptopurine, minerals nos;vitamins nos (centrum) since 1990, omeprazole since 2008 and topiramate since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (ablation and exploratory laparotomy, lysis of adhesions, total abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown and the menorrhagia, pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: according to medical records: a CT abdomen and pelvis performed on (B)(6) 2015 reveals an iud (unspecified) which appears to have penetrated the myometrium of the uterus anteriorly on the right along with a fibroid uterus. Patient received treatment for pain, bleeding, perforation diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2011: results: no acute intracranial findings. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received- pt term updated from perforation nos to uterine perforation vaginal bleeding was added. Onset date of the events were updated. Reporter information and concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the need for additional surgery incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.